Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and reviewed by a clinician; on (B)(6) 2024, the patient had a left total knee arthroplasty to address left knee arthritis. The indications for surgery included a large posterolateral tibial defect and marked valgus deformity with a hypoplastic lateral femoral condyle. Depuy components were implanted during this procedure, including depuy patella. Past medical diagnosis: depression, hypertension, hypothyroidism, monoclonal gammopathy of unknown significance, malignant neoplasm of right breast.

Manufacturer narrative:
Product complaint #:(B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the provided lot number for the device involved in the event is not valid, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: dots clinical adverse event received for acute deep vein thrombosis (dvt) of left lower extremity/ pain, severe device relatedness: definitely not procedure relatedness: probably date of event:(B)(6) 2024 date of implant: no information provided date of revision: no information provided device location: left treatment/impact: no information provided depuy synthes products used catalog ID: 3092040 lot ID: 4317156 component type: cement description: smartset hv bone cement 40g catalog ID: 151820035 lot ID: d24090840 component type: patellar description: attune medial dome pat 35mm catalog ID: 150400126 lot ID: d24081752 component type: femoral description: attune c/ret fem lt sz 6 narrow cemented catalog ID: 151600506 lot ID: m45u08 component type: tibial description: attune cr all poly tib sz5 6mm

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.